Event description:
It was reported that during a knee procedure, the tibial insert would not seat in the tibial tray. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Report source: foreign source: china. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g3, g6, h2, h3, h6, and h10. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified found the implant to exhibit damage (nicked/gouged) and the locking features to be flared out and compressed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: the distal portion of the tibial stem is minimally eccentrically positioned and oriented slightly laterally. The hardware is otherwise normally aligned. No signs of loosening, wear, radiolucency, no bone fracture or bone density abnormality. Device history record was reviewed and no discrepancies relevant to the reported event were found. The root cause is attributed to use error. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.